Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump alarms excessively due to sensor. Customer states that insulin pump would alarm to meter blood glucose now, then it would do it again within minutes. Customer reports that blood glucose can be between 500 mg/dl and 50 mg/dl. Customer declined troubleshooting and was advised to monitor the system and call help line if there were any other concerns. No further information provided.